Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the insert would not fit with the mating implant despite being the correct sizing.

Manufacturer narrative:
(B)(4). Dob - (B)(6). (UDI): (B)(4). Concomitant medical products: catalog #: 00598004701, stemmed tibial component precoat size 5, lot # 63923667. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered to be confirmed as the returned device's dovetail was flared and compressed which would not allow it to assemble with the mating implant. Device history record was reviewed and no discrepancies were found. As the returned articular surface dovetail is compressed, the root cause is considered to be use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.